Event description:
It was reported that the patient presented with hypolordosis with spinal stenosis, facet arthropathy and failed back surgery syndrome. The patient underwent two level posterolateral lumbar fusion from l2 to l4 augmented with allograft and rhbmp-2/acs and posterior spinal instrumentation with corrective osteotomy. Three days post-op the patient fell. One month post-op, it was noted that implant was broken. The patient underwent additional surgery for progressive lumbar radiculopathy at l3-l4 with additional spinal stenosis and new l4 vertebral body fracture. Revision surgery included lumbar decompression with laminectomy medial facetectomy. The patient's last follow up exam was performed at 2 months. Bone healing was undetermined.

Manufacturer narrative:
Concomitant products: dyna-lok implantable hardware, rhbmp-2/acs, allograft chips (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).